Event description:
It was reported that this subcutaneous implantable cardioverter system exhibiting myopotential oversensing resulting in an inappropriate shock. The electrode was then repositioned via a three incision technique approximately 10 months ago. This system again recorded episodes of oversensing in which an additional inappropriate shock was delivered. The system was attempted to be reprogrammed, however myopotentials were still being sensed in all vectors. This system was then explanted and replaced with a transvenous system. This system is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter system exhibiting myopotential oversensing resulting in an inappropriate shock. The electrode was then repositioned via a three incision technique approximately 10 months ago. This system again recorded episodes of oversensing in which an additional inappropriate shock was delivered. The system was attempted to be reprogrammed, however myopotentials were still being sensed in all vectors. This system was then explanted and replaced with a transvenous system. This system is expected to be returned. No additional adverse patient effects were reported.